Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No .

Event description:
The customer reported via phone call that they had a low blood glucose value of 50 mg/dl. Patient's other blood glucose value 250 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer was treated with carbohydrate. Customer troubleshoot for the low blood glucose. The device is not expected to be returned for analysis.